Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI is required. Reporting institution phone #: (B)(6). The philips remote service engineer (rse) spoke with the customer and a replacement speaker was requested. A material only shipment was arranged. The reported problem was confirmed. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective. There was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.